Manufacturer narrative:
(B)(4). The sample has not been returned for evaluation. Therefore, no root cause could be determined. Any additional information received from the customer will be included in a follow up report.

Event description:
The customer reported that the device was alarming vent inop and xdcr faults on the vela ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.